Event description:
Reported received from (B)(6), stating that the device had a bent drive shaft. It is known that the event did not occur during surgery; however it is unk if there was any pt or user injury or medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).